Event description:
It was reported that during a laparoscopic cholecystectomy the clips were deployed from the device, but were deformed with the ends of the clips crossed. There was no pt consequence.